Manufacturer narrative:
Additional information - h7, h9 - recall number.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. It was noted that the patient was dependent. The programmer was turned off to terminate the asystole. No further intervention was reported. The patient was in stable condition.